Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of burns due to external defibrillator was exacerbated by the lifevest equipment. The patient described the area as irritating to burn area as well as a wound under the vibration box. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied foam pads for the wound. Follow up indicated that the skin irritation improved.